Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: -exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off. All pieces have been returned. -the device history records for item was reviewed for deviations and / or anomalies with no deviations / anomalies identified. -the summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile. -a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: tibial articular surface provisional left size cd catalog #: 42517000303 lot #: 64312227. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03251. Investigation incomplete.

Event description:
It was reported that tasps were broken during surgery, upon insertion. No consequences or impact to the patient. Attempts have been made and no further information has been provided.